Event description:
It was reported that the pump exhibited a leakage. The pump did not alarm. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 101 ml (2.8 ml left in the pump when disconnect) and 98.2 ml was given. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H10 - related report numbers- cn-(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.